Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) moved due to assault. The patient stated that the issue occurred in 2013. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and radiculopathy.